Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated, infrarenal and a limb aortic extension. Reportedly, a computed tomography showed a disconnection of the main body and limb aortic extension. The aneurysm also had grown. Therefore, the physician elected to treat the patient on (B)(6) 2015 with two limb extensions and the patient is doing well.